Event description:
Caller reported a malfunction on pump, with a malfunction code named malf 0 present on the screen. It was unknown or the caller declined to answer if this issue caused the customer's blood glucose to exceed a certain level, so no information regarding adverse impacts on the customer's blood glucose level is available. Customer attempted to reset the pump during the call but was unsuccessful, so technical support provided pump reset information and began assisting with resetting the pump. Since the malfunction code persisted and the pump is out of warranty, a replacement pump was arranged, and the customer expressed interest in obtaining an out-of-warranty loaner pump.